Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the bottom case was worn and the fan vents had been taped shut, the rear display cover was marked up, the hinge plate screw was missing, the programmer screen was discolored, software would not load and there was no stylus returned with the device.

Event description:
It was reported that it was not possible to update the programmer software. The programmer was returned for repair, analyzed and tested out of specification. There was no patient involvement.